Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement. Subsequently, the patient was revised for an unknown reason. No further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a3, d4, d6a, d10, g4. The following sections were corrected: b5, d1, h6. D10: 180-01-50 - crown cup,cluster-hole gr.50. Femoral head.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty. The patient presented for a follow-up examination. X-ray and CT scans revealed decentering of the prosthetic head and osteolysis in the acetabulum, indicating premature inlay wear. As a result, the patient was revised. During the revision surgery, in addition to replacing the inlay, the integrity of the acetabular socket was confirmed, the cysts in the acetabular bed were curetted and filled with hydroxylapatite + calcium (cerament bone void filler), and the prosthetic head was replaced. No further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6.